Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, in the foley catheter, one side was bulged at a ratio of 9:1 and there was also garbage in the tray. Per sample evaluation received on 24mar2025, during sample evaluation the syringe had difficulty to deflate was found. Per sample evaluation received on 24mar2025, during sample evaluation cuffing was observed.

Event description:
It was reported that during the pre-test, in the foley catheter, one side was bulged at a ratio of 9:1 and there was also garbage in the tray. Per sample evaluation received on 24mar2025, during sample evaluation the syringe had difficulty to deflate was found. Per sample evaluation received on 24mar2025, during sample evaluation cuffing was observed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received seven (7) photo samples. All photo samples showcase an overview of all-silicone temp sensing foley catheter tray and its packaging. Visual: received one (1) all-silicone temp sensing foley catheter tray. Visual inspection noted foreign material inside the tray. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 100:0 as compared to attachment 1. The balloon did not passively deflate in under five (5) minutes. Using the in-house luer lock syringe, deflated balloon passively in under four (4) minutes with no leaks noted, returning 10ml of solution. However, cuffing was observed. This does not meet specification which states "balloon must not cuff after deflation in accordance with w76qa010." The labelling and instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter zip: (B)(6). Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.